Event description:
It was reported the patient had cardioversion/defibrillation performed as a life saving measure a month prior to the report. It was also stated they had this performed in (B)(6) 2015. It was unclear when the cardioversion/defibrillation actually occurred. As of the date of the report, the programmer was ¿not working.¿ the patient was not able to adjust stimulation and a warning power on reset message was seen on the programmer. It was noted the patient had regular visits to the cardiologist where there was a lot of medical equipment. The patient also had been to their urologist because their stimulator was ¿not working¿ and the doctor fixed it. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ge4r, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from the consumer reported that they did not have concerns with their device/ therapy and they received assistance from their doctor or manufacturing representative and their concerns were resolved.